Event description:
Within a year of getting breast implants, I began to get sick. Year was 1974. I followed instructions and had them changed. I was told they were safe. I have become sicker and only this year learned about bii. I will be explanting as soon as I can.